Event description:
It was reported that the patient had developed an infection following the implant procedure. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of days following the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5064127/5011777.